Event description:
It was reported that during a low anterior resection, the surgeon was using the device with a blue reload during his second firing on the rectal stump. The instrument fired, but would not re-open after the firing. The surgeon subsequently cut the tissue out of the instrument to release it from the rectal stump. The or staff was able to open the jaws of the instrument after it was removed from the pt. Surgeon decided to oversew the staple line which added approx 45 minutes of add'l or time. Requested and received the following info: were there any issues reloading the device? No reports of any difficulty reloading the instrument. What was the pre-op diagnosis of the pt? Rectal cancer. What was the quality of the tissue in the area where the device was fired? No reports from staff or surgeon that the surrounding tissue was abnormal. Did the surgeon fire over an existing staple line? No. What is the current status of the pt? Surgeon over-sewed staple line and there have been no reports of any issue post op issues with the pt.

Manufacturer narrative:
Eval summary: the analysis results showed that the device was received with the pushrod bent and with a reload cartridge present on the device. The cartridge was not properly loaded in the device. These facts may indicate that the cartridge was removed and reinserted incorrectly on the device while the pushrod was not fully retracted, causing the cartridge to bend the pushrod while the cartridge was reloaded into the device. The cartridge was received void of staples, with the driver exposed and with the knife recessed below the cartridge deck. However, the washer was uncut. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device opened and closed without any difficulties during the analysis. A batch record review was performed and no anomalies were found during the mfg process. Damaged pushrod.